Event description:
It was reported that there was suspected oversensing on the right ventricular (rv) lead on stored electrograms (egm) that was inhibiting ventricular pacing. The right ventricular lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154954.